Manufacturer narrative:
The reported failure of thermal issue is accomadated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure were reviewed to assess for the observed probability levels and compare with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, a thermal event c35 occurred on the power management board. The service technician states that the power management board was replaced to resolve the issue. Additionally, the feet and warning label were replaced. The device passed all testing.